Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum/cat plus blood collection tubes, 521 samples are overfilled(filling does not stop at 2ml mark). There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 20-jun-2025 investigation summary bd received 3 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode of overfill was observed. Additionally, the customer samples along with 20 retention samples from bd inventory, were evaluated by functional testing and the issue of overfill was observed from both tube sources. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode overfill. Bd was not able to identify a definitive root cause for the indicated failure mode. A complaint history review was conducted and only the current complaint was found relating to the incident lot number 5027538 and overfill. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum/cat plus blood collection tubes, 521 samples are overfilled(filling does not stop at 2ml mark). There was no health impact or consequences reported.